Manufacturer narrative:
Based on additional information received, the patient had not undergone dialysis treatment before the hospitalization object of the publication. The patient underwent dialysis treatments during acute heart failure. After the percutaneous treatment of the degeneration of bioprosthesis, good spontaneous diuresis was restored and therefore no long-term dialysis treatment was necessary. No further information was provided at the time of follow up. Since the device serial # was not provided, no device history records review can be conducted. As the device remains implanted (viv/tavi performed), no further device investigation can be possible at this time. Based on the information available, it is not possible to establish a definitive root cause for the reported event. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves. It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve. Ultimately, since no device investigation is possible, the root cause cannot be established at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the mitroflow valve IFU. The event is, therefore, a known inherent risk of the device. The manufacturer will provide an update to this reporting activity should new information be made available in the future.

Manufacturer narrative:
Tavi performed; not explanted.

Event description:
The manufacturer was informed on this event through the recent publication ''severe aortic regurgitation of early degenerated mitroflow bioprosthesis: from echocardiographic diagnosis to treatment with valve-in-valve transcatheter aortic valve implantation'' by pernigo et al. Based on the information reported on the paper, a patient underwent mitral and aortic valve replacement in 2014, for severe mitral regurgitation and concomitant moderate aortic stenosis; the patient received an epic (st jude) n.31 bioprosthesis in mitral position and a mitroflow valve model dla21 in aortic position. The patient suffered also from stage IV chronic kidney disease and paroxysmal af. The initial mitroflow degeneration was noted at first during ambulatory tte in (B)(6) 2019, showing mild-to-moderate intraprosthetic regurgitation, and normal lv ef. The patient was admitted to cardiac intensive care unit for acute heart failure in (B)(6) 2019. Blood pressure was 110/45 mmhg, electrocardiography showed atrial flutter with ventricular heart rate of 110 bpm. The patient had severe leg swelling, right pleural effusion, and respiratory failure. Blood tests documented worsening of renal impairment and mild anemia. Tte and toe showed severe aortic intraprosthetic regurgitation due to prolapse of the anterior cusp, potentially due to cusps tears as commented by the authors in the paper (aortic peak and mean gradients: 20/10 mmhg; vena contracta: 6 mm; holodiastolic flow reversal in the distal aortic arch); severely dilated lv with severely reduced ef (31%); and normal function of the mitral biological valve. Surgical re-operation was judged at high risk. Cta showed the feasibility of viv tavi through the right femoral artery. The procedure was successfully performed (with a medtronic evolut r 23 mm device), without major complications, and no significant peri-prosthetic leaks. Coronary angiography performed just before valve delivery showed no significant stenoses. The patient had immediate improvement of hemodynamics, and restart of effective diuresis was achieved. At 3-month follow-up, she was in good general conditions; tte showed no significant aortic stenosis (peak and mean gradients: 21 and 11 mmhg), decrease in lv volumes, and improvement of ef (to 48%).